Event description:
Customer reported via phone call that the insulin pump had multiple no delivery alarms. Customer stated that this was a past event and troubleshooting was not performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.